Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter's serial number, was partially visible to the patient; only the prefix and suffix. The four characters in between were not legible.

Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2010. The patient confirmed the information he had given to a customer care advocate, cca, the next day that his meter had prompted error 1 three weeks ago. After obtaining the error message, the patient was unable to test, having no back up meter. Because the amount of the patient's humalog insulin is determined by his blood glucose results, for two weeks the patient injected insulin based upon how he was feeling before each meal. The patient injects 80 mg lantus at night. Two days after the alleged issue began, the patient was sweaty and shaky; he self treated with food. No other medical intervention was required. The patient alleged no harm. The error 1 issue was not resolved. Since the patient developed symptoms that are consistent with hypoglycemia when allegedly unable to test, the complaint is reported. The cca replaced the meter, strips, and control.